Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited loss of capture and device inhibition. The patient experienced a syncopal episode. An invasive procedure was performed and the physician elected to explant the ipg and the bipolar lead, model 4271.